Event description:
It was reported that loss of capture (loc) on the right ventricular (rv) channel of this pacemaker system was suspected. Technical services (ts) performed a review in which intermittent loc was noted. No asystole was observed since the patient presents an underlying rhythm; in-office review of the lead was recommended. No adverse patient effects were reported. This system remains in service.